Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the device displayed a message indicating that a full synchronization was required and that it was not connected to the network. A technical support specialist (tss) completed a full synchronization on the station. The customer verified that the issue was resolved and approved case closure. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device was displaying that a full sync was required and the device was not connected to the network. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.